Event description:
It was reported that this right ventricular (rv) lead was exhibiting high threshold measurements and high out-of-range shock impedances of greater than 130 ohms over the past year. Boston scientific technical services (ts) recommended either doing commanded shock testing or replacing the rv lead. A revision procedure was scheduled; however, it was found that the patient's subclavian vein was occluded. The plan is to schedule a lead extraction procedure for a later date. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was explanted and replaced. No additional adverse patient effects were reported.